Event description:
Imaging lab is software prod. A problem was discovered by kika medical during a retrospective code review. The problem has not been reported by users of the device. The prod is configured by kika medical according to individual customer requirements, and the prod is provided for use on kika medical's computer servers. No customers have specified the measurement function that is impacted. The issue discovered during the code review was that the algorithm used for manual calibration assumes that all pixels are square. Some image types include non-square pixels, and in those situations, the measurement function will provide an incorrect assessment for both length and angle. The prod is currently used only in the context of clinical studies (trials and registries) and, as stated above, the measurement function has not yet been specified by customers. As a consequence, the problem has not caused any pt harm. However, if the prod was used outside the context of clinical studies, and if the measurement function was specified, then there is a possibility of pt harm, which is why this event is being reported.

Manufacturer narrative:
Preliminary investigation concluded to algorithm error, which causes software failure of the feature set (measure feature set + save results feature). The complementary eval was done on existing customer project (registries) by determining if the failed feature set (measure feature set + save results feature) is installed on project. All project were eval. The investigation concluded that the failed feature set was not installed on project. Implemented configuration could not cause failure.